Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Examination of the shaft noted a break in the hypotube which was located 615mm distal from the base of the strain relief. Multiple kinks were observed along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system during device handling. The balloon folds were relaxed which may have occurred after the balloon protector was removed from the device. The balloon and blades of the device were visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 16-feb-2017. It was reported that the flextome was deformed. A 15/3.50 flextome¿ cutting balloon¿ was selected for use. During preparation, it was noticed that the flextome was already deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed a hypotube break.